Manufacturer narrative:
Concomitant product: covidien argyle polyurethane umbilical vessel catheter; therapy date (B)(6) 2015.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. Per the alaris® system pump module dfu the pump "is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."

Event description:
The customer reported an infusion of tpn and lipids was running at 11ml/hr into an umbilical venous catheter. Although there was no alarm, the patient was observed to have abdominal distention and mottling of the right lower extremity. The line was removed and the baby required a peritoneal tap for 298ml of glucose positive fluid. The patient recovered with no lasting effects.

Manufacturer narrative:
(B)(4)

Event description:
Received a copy of customer's medsun report from FDA which states: "term infant in nicu due to respiratory distress following uneventful birth. Three-days after birth began having increased distress and mottled skin. Peritoneal tap revealed 298 ml of a substance resembling tpn. It is believed that the patient's uvc infiltrated. Staff also raised concerns with the pump - the carefusion alaris pc guardrails."